Event description:
It was later reported that the refill date was not accurate on the ptm. The pump was re-updated and the correct refill date was displayed and the issue was resolved. The healthcare provider indicated that they had to get the ¿rsd¿ under control for the ¿swelling issue¿ that the patient had.

Event description:
It was reported that there was a refill on (B)(6) and the ptm was showing (B)(6) as the refill date. The old refill date was some day in (B)(6). The next refill was (B)(6). It was unknown if the pump was updated or if it was a ptm communication issue. The device system was used to deliver fentanyl, bupivacaine, baclofen and dilaudid.

Manufacturer narrative:
Product ID: 8835, lot# unknown, product type: programmer. Patient product ID: 8583, lot# n229908, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-9, lot# n238707, implanted: (B)(6) 2010, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).